Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: after resection of the stomach, the device was used on the duodenum with the jaws articulated at 45 degrees. However, it was too stiff to retract the return knob. With straight jaws, the knob retracted fine. There was nothing wrong with the staple line. For further firing, another instrument was used. Operative time was extended over 30 minutes. No bleeding occurred. No tissue damage was reported. Nothing fell into the pt cavity.